Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon removal difficulties and stent damage occurred. The target lesion was located in the left main to left anterior descending artery. A 4.00x38mm synergy ii drug-eluting stent was advanced over the wire with no issues. The device was delivered to the lesion and the stent was deployed with no problem. However, when the physician retracted the balloon to the proximal portion of the stent into the left main, resistance was encountered. The physician attempted to pull the balloon back but it was noticed that balloon became stuck. When checked on fluoroscopy, the physician noticed that the distal half of the stent stayed in place in the artery where it was deployed. However, the proximal half of the stent became unraveled and stretched back into the aorta. The stent delivery system was removed. A 4.0x24mm synergy stent was then advanced and deployed with no problem and jailed the stent struts that had stretched into the arterial wall in the proximal portion of the left main. The procedure was then completed. However, there was still a strut in the aorta. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the synergy ii us mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. The crimped stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum crimped stent profile was found to be within max crimped stent profile measurement. The balloon body was reviewed and there were no issues to note. It appeared the balloon had been subjected to positive pressure and a vacuum pulled. A visual and tactile examination of the device found multiple severe kinks along the full catheter length. An examination of the shaft polymer extrusion found several areas of stretching. The port bond was stretched for a length of 7mm. The inner shaft polymer extrusion was bunched distal of the bi-component bond. The device was returned loaded on a 0.014¿ guidewire. Due to the damage noted to the shaft polymer extrusion. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon removal difficulties and stent damage occurred. The target lesion was located in the left main to left anterior descending artery. A 4.00x38mm synergy ii drug-eluting stent was advanced over the wire with no issues. The device was delivered to the lesion and the stent was deployed with no problem. However, when the physician retracted the balloon to the proximal portion of the stent into the left main, resistance was encountered. The physician attempted to pull the balloon back but it was noticed that balloon became stuck. When checked on fluoroscopy, the physician noticed that the distal half of the stent stayed in place in the artery where it was deployed. However, the proximal half of the stent became unraveled and stretched back into the aorta. The stent delivery system was removed. A 4.0x24mm synergy stent was then advanced and deployed with no problem and jailed the stent struts that had stretched into the arterial wall in the proximal portion of the left main. The procedure was then completed. However, there was still a strut in the aorta. No patient complications were reported and the patient's status was fine.